Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient (pt) called back an said the implant would work erratically for some days the stim affected both their legs where they could not walk; pt would have to turn down the intensity and some days pt had to turn the stim off. Pt noted that their ins battery worked better for them when it was at 50% to 60% rather then the battery of the implant at 100%. Pt noted they were sent a new controller about 5 weeks ago to see if that would help. Pt then met with their rep who gave them a month to see if new equipment or adjustments would work but it did not, pt was thinking their issues was due to their high intensity usage; pt had complex regional pain syndrome and that causes them to use high intensity. Pt was now scheduled on november 17th to get the ins replaced. Pt was going to get a new implant that was non rechargeable and the pt wanted to know if high intensity would affect their implant battery. Information was received from a manufacturer representative (rep) regarding a patient that was implanted with an implantable neurost imulator (ins). Caller met with patient and healthcare provider (hcp) today and both believe patient may be confused with recharging process as what patient is describing (when ins charge level decreases, stim also decreases but when they recharge ins again, stim is too strong) "doesn't make sense". Caller stated that hcp is contemplating replacing their implantable neurostimulator (ins) with non-rechargeable. Therefore, patient was reprogrammed today with lower settings of 200 pw/50 rate (which would be achievable with a non-rechargeable). Patient was going to try settings for 24 hours to see if they cover their pain and if so, hcp will likely replace with prime cell. Caller stated there were no impedance issues today and ins was charge to 90%. Technical services (tss) reviewed that if another implantable neurostimulator (ins) was implanted, patient would likely experience similar issues as it is highly unlikely the actual ins is the root cause. Tss reviewed if ins is explanted, it can be returned for analysis and warranty consideration.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient initially reported that they are having issues with their controller. The patient said that their rep tried recalibrating the controller about two months ago. The patient said the controller will work one day, and the next day it's horrible. The patient then clarified that they had changes made to their programming. The patient said that no matter what program they are on a,b, or c it affects both of their legs and they have to turn the stimulation off. The rep checked the leads and said they were okay. The patient said that even though everything is charged up, some days it's an "up and down kind of a situation". The patient said some days they have the implant off more than they have it on, but then they don't get the help with their right leg that they need. The patient stated group b does not have adaptive stim on, and group a and c do have it, but it doesn't matter. The patient said they think it's the controller that doesn't work. The patient stated some days they might get surges into the left side of their leg, which make it difficult for them to walk, or it may not do anything at all. The patient said then they just shut the implant off completely and then the next day it might work. The patient said before all this started happening, everything worked fine. The patient understands how to change intensity, change groups, and turn stimulation off. The patient said that since this started, the controller battery drains more quickly, and when it does work, they see the controller battery getting down to 30-40% which it never did before. An email was sent to the repair department to replace the battery pack. The patient was referred to the healthcare professional (hcp) for follow up regarding changes in stimulation. Additional information was received from the patient. The patient called back repeating the same information of having issues with their therapy not working all of the time and causing them pain. The patient explained they had to walk a couple blocks the other day and that they experienced "surges of pain" that caused them a lot of pain. The patient stated they have an upcoming appointment with their healthcare professional (hcp) the end of (B)(6) 2021 and would like to connect with a rep to coordinate time to meet; an email was sent to the field reps for visibility.